Event description:
Leak found at connection point to IV catheter leaking fluid and blood on bed. Manufacturer response for set, administration, intravascular, ext¿ stabilized extension set with nearport¿ IV access (per site reporter). Emailed the manufacturer, and they issued a case number.